Event description:
Reportedly while performing a thrombectomy procedure the balloon tip/balloon came off when withdrawing catheter. Other catheters were used to continue pulling out thrombus and clean out vessel, pt sent for a venogram to try to see balloon. No obstructions seen in vessel. Dr felt that vessel may have been very tortuous and balloon may have gotten snagged. Pt is doing fine. No permanent pt injury reported.